Event description:
It was reported that during a patient event, the end user attempted to deliver defibrillation energy to the patient, however the device powered off before the energy could be delivered. The end user was able to obtain another device and continue care. The delay in patient care due to this reported issue is unknown. The status of the patient was not reported.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The initial medwatch report indicates: model# - 20e. The initial medwatch report should indicate: model# - 20. Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.